Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon pre-mapping during procedure, it was suspected that the right ventricular (rv) leadless pacemaker (lp) caught on the myocardium, causing stretched helix. The rvlp was not implanted and an alternate lp was implanted instead. There were no patient consequences.